Event description:
Our country rep was contacted by a vns physician in (B)(6) reporting that their handheld computer has will not retain battery power. It was reported that when disconnected from the power supply, it only last a few minutes. The handheld computer is being returned for analysis.